Event description:
The physician reported after deploying the stent during a intercranial stent placement, a clot formed on the stent, but was treated successfully. Both the stent and catheter were taken out of the patient and disposed of. There was no allegation of harm.

Manufacturer narrative:
D6. Implanted date and d7. Explanted date: the device was inserted into the pt, difficulty arose when a clot formed on the stent. The stent and catheter were promptly removed and discarded. The device in question was not returned to boston scientific for further investigation as it was reportedly discarded by the hospital. Therefore, due to the lack of information provided by the hospital and no product evaluation, boston scientific cannot conclusively determine the cause of the user's experience. The cause of the event remains unknown.